Manufacturer narrative:
Correction / additional information: b5: patient injury had occurred and patient harm was reported as "the fragments reamined in situ". Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Correction / additional information: patient injury had occurred and patient harm was reported as "the fragments reamined in situ". Added involved components. The fragment remained in situ. Involved components: pm450r - handle for bipolar instruments - lot unknown. Pm973r - insulated outer tube 5/5mm 310mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a jaw ins.bip.maryland diss.fen.5/310mm (part # pm 438r) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, forcep breakage occurred and fragments were left in patient. Reportedly, the nurses found that the forceps were not inact after use. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference cc (B)(4).